Event description:
The customer reports that during routine daily testing it was observed that the defibrillator output ws low (180-183 joules) when 200 joules was selected. An additional shock at 360 joules resulted in arcing and cable damage at a midway point of the cable.